Event description:
It was reported that the user experienced fluctuating glucose after pausing the ilet, forgetting to unpause, then resuming use; glucose rose to 364 mg/dl with sustained hyperglycemia and high-glucose alerts, followed by a post-meal hypoglycemic episode to 39 mg/dl about 1.5¿2 hours after eating and announcing a usual lunch. Symptoms included dizziness, weakness, nausea, and inability to stand during the low. Outcomes included no professional medical intervention, no assistance required, and no hospitalization. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed user-initiated therapy interruption with subsequent hyperglycemia and a later low after meal dosing, with no device alarms reported beyond high and low alerts, and no backup therapy or ketone testing used. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.